Event description:
It was reported that during use of a sherpa balanced 7f guide catheter that the physician felt difficulty supporting the distal side of the catheter. No abnormalities were noted during device inspection and preparation before the procedure. The lesion was located in a mid-calcified coronary artery with 90% stenosis. The catheter was removed from the patient and it was observed that the side hole had been bent. There was no adverse event to the patient reported. Evaluation summary: one coiled up 7f sherpa balance guide catheter was received for evaluation without its original packaging. Severe damage to the proximal side hole was noted. The damage exhibited at the mentioned location is characteristic of damage caused due to the use of a rotoblator turned inside the lumen of the catheter. The distal side hole and the rest of the distal tip were intact. Due to the severe damage noted on the catheter, physical measurement and functional testing are not possible.

Manufacturer narrative:
Valuation, results: (inconclusive, investigation in progress). (B)(4).